Manufacturer narrative:
This incident occurred outside the us. Customer reported a discordant patient result no actual value or true result was provided. Customer declined to provide any information about this event. Siemens is unable to further investigate. This MDR is filed conservatively. The assay¿s instructions for use (IFU) states the following, under interpretation of results: ¿results of this assay should always be interpreted in conjunction with the patient¿s medical history, clinical presentation, and other findings.¿ the customer has declined to provide any additional information regarding patient diagnosis or treatment, and ultimate determinations regarding result indications. Therefore, siemens is unable to further investigate this issue. The assay¿s IFU states the following in the limitations section: heterophilic antibodies and rheumatoid factor in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. Patients routinely exposed to animals or to animal serum products can be prone to this interference and anomalous values may be observed. Additional information may be required for diagnosis. The customer name was not provided.

Event description:
The customer reports observation of a discordant atellica im high-sensitivity troponin I (tnih) patient result. Customer performed their internal investigation and determined a potential heterophilic interference. The customer declined to provide any information about this event including actual patient results. There are no allegations of patient harm, changes in treatment, or delays of diagnosis or treatment resulting from the observed result discordance.